Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions.¿ these words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient is having trouble; with the vns stimulation despite therapy being disabled. The patient wants the vns explanted and has ben referred for an explant. Update was later received that the patient had their vns explanted. Clinic notes also report that patient was experiencing shocking pain even though vns was off. The suspect device has not been received to date. No other relevant information has been received to date.

Event description:
Response was received from the physician. Per the physician, the cause of the patient's pain was due to presence of the vns. It was noted that voltage leak was suspected; however, no malfunction was seen with the vns when patient was last interrogated. The pain was experienced in the chest/neck and the explant was for patient comfort only.